Event description:
Additional information was received stating that the neurologist did not make any programming changes to the vns patient's device settings as the patient was doing well, despite being programmed to a low duty cycle (30 seconds on, and 60 minutes off).

Event description:
A request for a battery life calculation was received by the manufacturer for a patient¿s generator, and the settings were provided were those indicative of an interrupted system diagnostic test. Review of the available programming and diagnostic history available in the in-house database for the device did not reveal any anomalies; however, the history available in house ends on (B)(6) 2011. Attempts for additional information will be made.